Event description:
It was reported that pump displayed malfunction alarm code 16, and no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was given pump reset instructions, successfully reset pump without the malfunction recurring, and was advised to continue using pump and call back if any malfunction code appeared again, which customer acknowledged and understood.